Event description:
During the course of cardiac arrest resuscitation, the bag valve device failed to fully reinflate between supplied respirations. The patient is deceased.

Manufacturer narrative:
Failed full reinflation of compressible bag of spur ii was verified based on the video provided by the customer. As a part of manufacturing process, ambu spur ii undergoes 100% function test and a verification that the product is able to re-expand to its default shape by itself after compression. Deformity in the compressible bag would be detected during visual inspection during the final quality control procedure. Spur ii is packed manually according to packing procedure. Thus, the product should be within specifications prior to delivery to customer. When ambu sales representative visited the customer, no deformation was found on the affected sample, which means that the deformation was reduced over time, as the product was stored in an expanded state. Therefore, we suspect that the affected device was either incorrectly stored during transportation (e.g. Carton box was upside down or on its side, even though the carton box is marked with an arrow guiding the operator on how to store it), or it was improperly stored by the customer (e.g. Squeezed together with other devices). We attempted to retrieve more information on how the customer stored the product, however we were not successful. Due to limited information, the root cause could not be established. The accompanying instructions for use (lbl-005931 rev.15) states: 'never store the resuscitator in a deformed state other than as folded when delivered by the manufacturer, otherwise permanent distortion of the bag will occur which may reduce the ventilation efficiency.' And 'always inspect the resuscitator and accessories (e.g. Face mask, peep valve, filters, etc.) And perform a functional test after unpacking, cleaning, assembly and prior to use.' We will keep monitoring for similar incidents.

Event description:
During the course of cardiac arrest resuscitation, the bag valve device "failed" to fully reinflate between supplied respirations. The patient is deceased.

Manufacturer narrative:
Failed full reinflation of compressible bag of spur ii was verified based on the video provided by the customer. As a part of "manufacturing" process, ambu spur ii undergoes 100% function test and a verification that the product is able to re-expand to its default shape by itself after compression. Deformity in the compressible bag would be detected during visual inspection during the final quality control procedure. Spur ii is packed manually according to packing procedure. Thus, the product should be within specifications prior to delivery to customer. When ambu sales representative visited the customer, no deformation was found on the affected sample, which means that the deformation was reduced over time, as the product was stored in an expanded state. Therefore, we suspect that the affected device was either incorrectly stored during transportation (e.g. Carton box was upside down or on its side, even though the carton box is marked with an arrow guiding the operator on how to store it), or it was improperly stored by the customer (e.g. Squeezed together with other devices). We attempted to retrieve more information on how the customer stored the product, however we were not successful. Due to limited information, the root cause could not be "established". The accompanying instructions for use (lbl-005931 rev.15) states: 'never store the resuscitator in a deformed state other than as folded when delivered by the manufacturer, otherwise permanent distortion of the bag will occur which may reduce the ventilation efficiency.' And 'always inspect the resuscitator and accessories (e.g. Face mask, peep valve, filters, etc.) And perform a functional test after unpacking, cleaning, assembly and prior to use.' We will keep monitoring for similar incidents. "Follow"-up 07/25/2024 update of h10 - related report number added. Update of d4 - expiration date modified.